Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a dilatation of a distal peptic esophageal stenosis on (B)(6) 2012. According to the complaint, during the procedure, the balloon burst at less than 6 atms inside the patient. It was confirmed that no pieces detached inside the patient and there were no sharp objects in the area of dilatation. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. There were two physicians in the case (B)(6). (B)(4) for the reported event of balloon burst. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.